Manufacturer narrative:
Unable to confirm if this is a boston scientific patient.

Event description:
A report was received via a social media site that the patient experienced a seizure and underwent a procedure to remove the device. No further information could be obtained.